Event description:
Report received from USA stating that the device had an oil leak. It is known that the device was not used in surgery and that there was no injuries to pt or user. It is not known if medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).